Event description:
It was reported to philips that during preparing a patient for procedure, there was a problem with the flex vision pc. The device was in clinical use at the time of the event. The procedure got cancelled and rescheduled the patient's procedure. No actual harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-03542. This complaint will be closed as duplicate.